Manufacturer narrative:
There were no reported adverse patient effects associated with these clinical observations, however there was therapy inhibition of unknown duration. Also, the boston scientific technical services consultant recommended testing for lead integrity, and did not think lead location was the cause in and of itself, of the aforementioned issues. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead, which is plugged into the rv port of the associated cardiac resynchronization therapy defibrillator (crt-d), is being utilized for the pacing and sensing therapy decisions for the purposes of pacing this pacemaker dependent patient. An out-of-range pace impedance measurement greater than 2,000 ohms exhibited, along with what appeared to be far-field and t-wave oversensing. This lv lead was inhibiting therapy as a result of the sensing that was occurring. A history of noise was related to the transvenous right ventricular (rv) lead plugged into the lv port of the device system. The rv lead was placed in the right ventricular outflow tract (rvot). Isometrics and pocket manipulations were recommended to be performed. Possible device re-configuration was discussed as a means of mitigating future sensing issues. Intermittent (approximately one beat per several minutes) post-ventricular contractions (pvcs) were also observed in initial troubleshooting.

Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. The device and lead had significant induced damage most likely from the removal at explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.